Event description:
The clinic reported that a laser vision correction patient presented with corneal abrasions in left eye and dry eye at approximately 2 months post treatment. Original surgery on (B)(6) 2014. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eye and left eye not doing well, keeps drying out and he has to set the alarm every 3 hours to apply drops at night. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2014: right eye pre-op 20/15 -2.00 x -.25 x 77, left eye pre-op 20/15 -2.25 x -.25 x 13.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.